Event description:
A health care professional called stating they ran a patient's blood glucose test on the breeze2 meter and received a reading of 244mg/dl. The reading from the hospital meter was 43mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided and strips are not expected to be returned for evaluation. New meter was sent to the customer.

Manufacturer narrative:
The patient information was not provided.